Event description:
It was reported that on several occasion in the past, the central venous pressure is displayed only on the monitor, very delayed, or as in this case, not at all. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Model# and PMA/510k are unknown. No product information has been provided to date. . This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).